Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: the battery cap and cartridge cap was not returned. A test battery and cartridge cap was used to complete the investigation. During evaluation, the pump was powered on with the test battery cap. A review of the black box revealed data from (B)(6) 2014 to (B)(6) 2014. ¿loss of prime¿ warnings associated with cartridge changes were observed in the black box. The pump was exercised for 24 hours with a (B)(4) unit per hour basal program. There was no ¿loss of prime¿ or prime related warnings duplicated. Unrelated to the complaint, the force sensor was found to be out of calibration. The pump case was removed; the force sensor pins were seated and the solder connections were intact. There was no evidence of contamination or cracked force sensor traces. There was also no evidence of moisture or loose components found inside the pump. The pump also passed the force sensor resistance test. The force sensor was disassembled and there was no evidence of shim or plate wear. There was no evidence of contamination found in the force sensor housing or force sensor shim. Also unrelated to the complaint, the text on the display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.